Event description:
It was reported that after a cartridge change, the ilet indicated the cartridge was empty, and it was confirmed that the supply change had not been fully completed; the user was guided through the correct steps and delivery was resumed. Symptoms included no reported adverse clinical effects. Outcomes included no hospitalization and resolution after troubleshooting and education. Investigation included remote troubleshooting and user education on correct supply change steps. Investigation of this case revealed user error related to incomplete cartridge change, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique.